Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on gel, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two striated openings on posterior, striated broken on posterior, a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact, and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two striated openings on posterior assessed as surgical damage. Striated broken on posterior assessed as surgical damage. A sharp opening on posterior assessed as surgical impact. Sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device has been explanted and replaced.